Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 141210, tibial tray, lot # 716390, 183400, articular surface, lot # 421320. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00013, 0001825034 - 2020 - 00012.

Event description:
It was reported that approximately 9 years post implantation, the patient began to experience pain and a feeling of instability with the right knee. Subsequently, at 10 years post op, the patient was seen by physician and found to have large varus. Surgeon suspected imminent fracture of implant, and performed a revision due to instability and metallosis was also observed. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through pictures and medical records. Pictures of the explanted devices showed a piece of the tibial tray had fractured off and the bearing was extremely worn. Metallosis was also noted in the joint space. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.